Manufacturer narrative:
Findings: unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged in the form of a loos drive support cap. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.